Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600mg/dl at the time of the event and reported infusion set was not sticking. The customer was in the emergency room due to hyperglycemia. The customer was treated with an insulin drip and the customer experienced no symptoms. Troubleshooting was performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and whether the smartguard auto mode of the insulin pump was used. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.